Manufacturer narrative:
The device is expected to return to the manufacturer for investigation, however, it has not been received.

Event description:
The event involved a spiros connector that leaked. When the spiros was attached to the patient's trifuse line, blood started to backflow into the spiros cap and drip out of the spiros onto the patient's bed and floor. There was no harm reported.

Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.